Manufacturer narrative:
Date of explantation updated. Device analysis report attached.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator and subsequently was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem, hence, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 23, 2024.